Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
It was reported that the cardiohelp showed the alarm ¿pump disposable error¿. It was confirmed that the disposable and pump were not used on a patient and were set aside for evaluation. No harm to any person has been reported. Complaint number: (B)(4).

Manufacturer narrative:
It was reported that the cardiohelp showed the alarm ¿pump disposable error¿. It was confirmed that the disposable and pump were not used on a patient and were set aside for evaluation. The event occurred during priming. A getinge field service technician (fst) was sent for investigation and repair on 2023-01-05. The failure could not be confirmed and no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log file analysis shows the error message: "pump disposable error - stop" on the reported date of event 2022-09-26. The affected hls module was technically investigated at the getinge laboratory on 2022-12-19: (during visual inspection of the complaint sample no wear or damage which are unusual for use on the fastening mechanism could be noticed. The crack in the sensor housing may have been caused by the hls module falling out of the cardiohelp as described by the customer. Finally, a functional test of the pump was performed and no abnormalities were found. During investigation the complaint could not be confirmed. The most probable root cause of the reported failure could not be determined, as no technical malfunctions of the device was detected. Thus, no exact root cause could be identified. However, the failure mode "hls module fall out of the cardiohelp" can be linked to the following most possible root causes according to our risk management file of the hls module: -hls module is inserted insecurely and falls down; -insertion of hls module not possible / hardly possible / insecure. Furthermore, in the instruction for use (IFU) of the cardiohelp is stated that it is necessary to decrease the flow to zero before disconnecting and connecting the disposable to the device. The IFU (instructions for use / 1.8 / en / 09) of the cardiohelp includes a warning under chapter 2 "do not remove the disposable product during normal operation.". Furthermore in the IFU( instructions for use / 1.8 / en / 09) it is stated in chapter 2.1.4 "please refer to the respective instruction for use of the disposables". In reference of the current IFU for disposables (instructions for use / 1.5 / g-270 / 02) the following is stated in chapter 5.3.1 safety instructions for the oxygenator: incorrect installation of the hls module advanced can lead to device malfunction. This can endanger the patient. - use the device only together with the device cardiohelp-I. - install or remove the device only when the pump of the cardiohelp-I is at a standstill (0 rpm). - ensure that the device is fitted onto the device correctly and securely fixed, to eliminate the risk of magnetic decoupling between the drive and the centrifugal pump. The review of the non-conformities has been performed on 2022-11-25 for the period of 2015-05-01 to 2022-10-03 . It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely to have contributed to the reported failure. Based on the investigation results above, no malfunction of the cardiohelp can be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trend.

Event description:
Complaintnumber: (B)(4).